Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown issue. A new rv lead was successfully implanted. No additional patient adverse effects were reported. It is unknown if this lead will be returned to boston scientific for analysis.